Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, neurological impairment manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent primary breast augmentation with two 500cc mentor memorygel breast implants on (B)(6) 2008, suffered, about two to three years ago, left breast discomfort and right breast stabbing pain, burning sensation muscle tightness, and more pain wearing bras, post-operatively. The patient also experienced vertigo and dizzy spells. When the patient's husband grabbed her, it was too painful. As a result, the patient was scheduled for bilateral implant explantation surgery in (B)(6) 2020. This medwatch form is for the left breast prosthesis.